Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. However, the imaging was consistent with what would be expected if the patient twiddled the device. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. During a follow-up appointment on (B)(6) 2025, it was discovered that the device was out of compliance and the lead impedance was high. Per the lead impedance trend, the lead impedance went from approximately 800 (normal) to less than 200 (not normal) in late (B)(6) 2024 and went high on approximately (B)(6) 2025. It was noted the patient had not experienced any adverse events related to the lead impedance. The patient had a significant fall on approximately (B)(6) 2025 and they had fallen four times in the past few months. Barostim therapy was turned off. X-rays were taken and showed damage to the lead near the neck and lead twisting near the ipg. The lead twisting was consistent with leads that had been twiddled. A lead replacement was scheduled for (B)(6) 2025. However, while in the or after anesthetization, the procedure was cancelled as the patient's blood pressure dropped. A lead replacement occurred on (B)(6) 2025 under conscious sedation. During the procedure, the lead impedance of the new lead was normal.